Manufacturer narrative:
The monitor sn (B)(4) and electrode belt sn (B)(4) were returned to the distributor and found to be fully functional. There is no indication of a device malfunction causing or contributing to the inappropriate treatment or post-shock asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial g960083 (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient was treated by the lifevest. It was reported that the patient was at home and lost consciousness prior to the treatments. Review of the patient's download data revealed that the patient received 2 appropriate treatments, and 1 inappropriate treatment from the lifevest. At 14:30:02, the patient received the first treatment from the lifevest while in vt at 150 bpm. The rhythm was converted to severe bradycardia at 10 bpm with pvc's. At 14:30:34, the patient received the second treatment from the lifevest while in severe bradycardia at 10 bpm with pvc's (oversensing). The post-shock rhythm was asystole with intermittent cardiac activity. Oversensing of low amplitude cardiac signal contributed to the false detection. From 15:14:19 to 15:14:31, the response buttons were pressed. It is not known who was pressing the response buttons. The response buttons functioned appropriately. At 15:16:05, the patient received the third treatment from the lifevest while in vt at 150 bpm. The post-shock rhythm was asystole. At 15:16:36, the patient's rhythm transitioned to an idioventricular rhytym from 10-40 bpm with pvc's. The patient was taken to the hospital after the event and continues wearing the lifevest. There is no indication of any device malfunction. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.